Event description:
The sales representative reported on behalf of the surgeon that the device, g01 n0061 countersink for screwsdia.3.3mm, non-sterile, was used after drilling when it was reported that the countersink fractured inside the patient. The surgeon made several attempts to remove the countersink fragments from the patient without success. The fragments remain inside the patient without further complications.